Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that post synergy stent placement, stent thrombosis occurred. The patient presented for treatment with a non-st elevation myocardial infarction and a synergy stent was placed. Left circumflex thrombosis occurred 12 minutes post placement of the synergy stent. Repeat percutaneous coronary intervention was performed to treat the event.